Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention is planned during the moment. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. Two clips were implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, one of the clips had a single leaflet device attachment (slda). The clip had detached from the anterior leaflet, and mr increased to grade 3. No plans for intervention at the moment. No additional information was provided.